Event description:
Pt had implantation with 250cc breast implant for congenital hypoplasia of right breast. Pt immediately experienced symptoms of right sided pain & tingling post-op. Pt pain right sided and left sided hypertrophy & class 2-3 capsular contracture all necessitated removal.